Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit (ICU) with a blood glucose (bg) level of 1600 mg/dl and high ketones. Customer experienced chest and back pain while in the ICU and a pneumothorax in each lung. Customer was treated with intravenous fluids of saline and insulin, and hypertonic treatment to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, during a system check it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.